Event description:
It was reported that the device was explanted after an implant duration of 12 years due to unknown reasons. The device model and serial number were not reported. No other details concerning the event were provided.

Manufacturer narrative:
The device has been received for evaluation; however, the evaluation was not complete at the time of submission of this initial report.